Manufacturer narrative:
(B)(4). Results of investigation: vyaire medical was able to verify customer¿s reported issue with the noisy turbine. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator powered on and the ventilator was placed in service mode. An abnormal noise was heard coming from turbine assembly. The service technician was not able to verify the customer¿s reported issue of the ventilator having low volumes. The ventilator passed 74 hours of extended tests at the customer¿s settings. The ventilator also passed the troubleshooting final test with no issues.

Event description:
It was reported to vyaire medical that the ventilator's turbine was making a noise and the volumes were on the low side. There was no report of any patient involvement associated with this reported event.